Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and medical facility visit. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had elevated blood glucose levels and that it resulted in a visit to a medical facility. There were no additional bg level, treatment or history provided. Attempts were made to contact the patient to provide additional information. No additional information provided.